Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that pericardial effusion occurred. On (B)(6) 2021, a left atrial appendage (laa) closure procedure was performed. The laa was broccoli shaped with a short neck and wide lumen. The maximum diameter of the laa was 24mm at 0 degrees with a depth of 32.9mm. Preoperatively, no thrombus was found and a small pericardial effusion (pe) on the superior/anterior side of the laa was noted. The procedure began with puncture from the right femoral vein. The sheath was inserted and the inferior/posterior puncture was performed with a radiofrequency (rf) needle. The 0.032mm wire was inserted into the left superior pulmonary vein (lspv), the sheath was removed, and the watchman access system (was) was inserted. Through transesophageal echocardiogram (tee), it was confirmed that the was crossed the septum smoothly. Following that, the wire came off from the lspv and the was was in the left atrium. The wire was pulled out and tried to approach the pigtail to the laa, but found difficulty. The pigtail was inserted into the laa by guidewire. After several recaptures, the 30mm watchman laa closure device was positioned without issue. There were no significant changes in the pe after the release of the device. No other new pes were noted. On (B)(6) 2021, at the 45-day follow up, a pe was noted around the right atrium via tee. There was no obvious accumulation in the right and left atriums or around the laa. In comparing the intraoperative imaging, it was confirmed that the follow-up pe was not in the same location as the intraoperative pe. The physician decided the pe did not require any additional treatment and will observe at the next follow-up.